Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate pump for insulin therapy. . There was no adverse impact to the customer¿s blood glucose level.